Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
The physician had the wire from kit in a branch of the jugular vein. The physician advanced the sheath over the wire and the tech said it severed the tip of the wire. The physician, a vascular surgeon, was able to cut down and remove the fragment with forceps. The physician indicated to the district mgr that it was believed not to be product malfunction but the angle in which the device was used. The pt at the time of this report is doing well.